Manufacturer narrative:
Investigation of this case was limited due to incomplete information and inability to confirm whether the device was in use during the period leading up to the hyperglycemic event, despite multiple follow-up attempts. No device malfunction was confirmed based on the available information. It was concluded that the cause of the event could not be determined. If the device is returned, a physical evaluation will be performed and a supplemental MDR will be submitted if applicable.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose of 501 mg/dl. Prior to hospitalization, the user treated the high blood glucose with subcutaneous insulin without assistance from a caregiver. The user was hospitalized, received insulin, intravenous fluids, and electrolyte replacement, and was discharged on (B)(6) 2025 with recovery and discontinuation of ilet therapy.